Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to the patient requiring MRI scans for an unrelated medical issue. The patient has since been reimplanted (date not reported).